Event description:
Material no.: 305916; batch no.: unknown. It was reported that during use of the needle sftygld 25x1 rb there was a leak when administering the flu vaccine. The following information was provided by the initial reporter: there was a leak when administering the flu vaccine; unsure if leak was at the hub or if it was with the needle itself.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no.: 305916, batch no.: unknown. It was reported that during use of the needle sftygld 25x1 rb there was a leak when administering the flu vaccine. The following information was provided by the initial reporter: there was a leak when administering the flu vaccine; unsure if leak was at the hub or if it was with the needle itself.